Event description:
Customer informed that she got a bladder or urinary tract infection after using excite gel. She stated that she went to an emergency clinic for treatment and they prescribed antibiotics, based on bacteria found in her urinalysis (information about the clinic, doctor's name, prescription and dates were not provided by this customer).

Manufacturer narrative:
Customer has not submitted lot number nor sample as of today.